Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It was mentioned by complainant, that the device will be returned for investigation where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A concession was found that has no effect on the effectiveness of the product. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ms-30, stem, standard, cemented, 8, taper 12/14 on an unknown date. The patient was revised on (B)(6) 2016 due to breakage of the stem.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event description (event details, per) nothing is reported about the complaint event and neither surgical notes nor x-rays were received for investigation. The internal complaint database states an implant fracture with an event date (B)(6) 2016. According to the manufacturing records the stem was manufactured in november 1996. Based on that, the stem could have been implanted for a minimum time in vivo of approximately 15 years when taking the expiration date in consideration. Visual examination: the ms-30 stem is fractured at the proximal third of its length. The proximal part shows some slight scratches in the neck region which most likely occurred during the revision surgery. The taper exhibits some darkish deposits and surface changes due to fretting. On the distal fracture part some coarse scratches can also be observed on the anterior or posterior side respectively which most likely derived from the revision surgery. There are also some drilling marks on the lateral side of the stem approximately 20 mm above the distal tip that are assumed to derive from the revision surgery. Remains of bone cement can be observed in the centralizer¿s hole at the distal tip of the stem. This leads to the assumption that no centralizer was used for the implantation of the stem which is not according to the surgical technique. The proximal fracture surface seems to be intact while the distal fracture surface is slightly scratched. The fracture surfaces exhibit a ledge in the lateral third where some beach marks can be observed pointing to a fatigue fracture with a fracture origin on the medial side. Additionally, at the medial edge of the fracture surface a small nick of unknown origin can be observed. Based on the bulged appearance it is assumed to have occurred after the fracture possibly during the revision surgery. The articulation surface of the protasul®-s30 head is inconspicuous. It exhibits some slight scratches in the pole area possibly from the revision surgery. On the head taper surface changes due to fretting corrosion can be observed. Scanning electron microscope (sem) analysis. The proximal fracture surface was further investigated using a scanning electron microscope (sem type jeol jsm-6610, eq-ID 151103). The fracture surface exhibits the characteristics of a fatigue fracture on the ledge as well as on the medial side. It was not possible to identify the fracture origin as the edge of the fracture surface is worn. Conclusion: the ms-30® stem was revised after an unknown time in vivo due to a fracture of the prosthesis. The investigation using a sem confirmed a fracture due to fatigue originating from the medial side in the proximal third of the stem¿s length. With the information at hand it is not possible to draw any conclusion what factors may have led to the fracture. No evidence was found that material or manufacturing factors might have influenced the fracture. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).